Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part nt821707 - customer reported they had another catheter, where breaking off during removal with retained catheter fragments left in patient. No injuries. Event 3/3.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer confirmed that the affected product will not be returned. Lot number to be confirmed. Per doc-049039 rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet. Hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Part nt821707 - customer reported they had another catheter, where breaking off during removal with retained catheter fragments left in patient. No injuries. Event 3/3.